Manufacturer narrative:
The olympus repair center confirmed the customer¿s reported issue, the image is blurry/cloudy due to broken lens in the optical system. Additionally, the eyepiece funnel was found cracked. No moisture was observed inside the optical system. The inspection noted there is a fluid leak at the light guide post and minor scratches on the distal end tip. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus onsite support specialist reported the customer ultra, autoclavable rigid telescope was returned to the olympus repair center for a reported ¿cloudy image¿. The customer reported problem was found at reprocessing. During the repair inspection, a broken eyepiece funnel was identified. No death or injury and no impact to patient or other was reported to olympus. This report is being submitted to capture the broken component defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.